Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was about 12 days out from spinal cord stimulation surgery. The caller spoke with a manufacturer representative who walked them through how to increase stim to 2.0. Last night, (B)(6) 2021, the patient started to use the recharger around the patient's ins, the implant battery was at 40% and the controller was charged to 100%. The caller noted patient had group a and stimulation was on. The caller did not think they had enough battery so they increased the intensity from 1.1 to 2.0 in the last hour. The caller was told from the representative to increase intensity and to contact patient services to see if they agreed with what to do with the therapy. During the call, the caller stated the implant battery showed 40% which was the same as last night. Over night the patient stated they were no better if not feeling a little worse with the stimulator. When doing the stimulation last night, the patient received a little tingling that went below the knee to sole of foot. It was noted it was tingling and not pain. The caller wanted to know if they could charge up the implant because they had not charged up the implant yet since the implant battery was the same as last night. The caller noted when the patient got up this morning, (B)(6) 2021, the patient was in a lot of pain but noted it was good because the patient would wake up with pain usually but last night the patient did not wake up due to pain. During the call the caller was walked through on how to increase the stimulation intensity on group a program 4. The stimulation was increased to 2.0 and the caller would see if that made a difference. Caller noted the patient had 4 programs on group a. The caller noted the patient was black and blue from surgery at the incision.